Event description:
It was reported that prior to a coronary stent procedure, the shaft of the catheter broke. The procedure was successfully completed with another device. No pt injuries or complications were reported.